Event description:
It was reported by a customer that on (B)(6) 2011, the fiber caught on fire at 0 joules. Additional information reported by the customer was prior to the procedure, the aiming beam test was performed and passed. During the procedure, when the physician pressed the pedal on the footswitch, the fiber caught on fire. Safety glasses were worn by all. There was no injury to the user or the pt. Nothing unusual was observed before the incident. The incident occurred while inside of the pt; however, the portion of the fiber that caught on fire was outside of the pt's body. There was no injury to the pt. It was observed that there were flames only; no smoke was observed. The fire was extinguished. The method used to extinguish the fire was an individual blew on the flames. There was no damage to any property. There were no error codes that were displayed on the console when the event occurred.

Manufacturer narrative:
(B)(4).